Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm), proximal set up joint (suj), and distal suj. The fse also replaced the backplane fiber optic cable (foc), patient side cart (psc) tap foc, and psc wrist foc. Multiple parts were replaced on the system, but there was no resolution to error 319 until the backplane fiber optic cable was replaced. The fiber optic cable psc tap fiber optic cable and psc wrist fiber optic cable were scrap items and will not be returned back to isi. The system was tested and verified as ready for use. Isi has not received the usm, proximal suj and distal suj. For evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had powered on the system and were getting error 319. The logs showed the error pointed to universal surgical manipulator (usm) 4. The tse requested the customer exercise arm 4 and emergency power off (epo) the system. After several attempts, the error returned each time. The tse instructed the customer on how to disable the arm and to continue procedure as a 3-arm procedure. The customer was okay to perform the procedure with 3-arms but did not want to manually deploy for docking. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the customer reported that the issue was reported prior to starting post anesthesia with ports placed and the procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received both the proximal outer set up joint (psuj) and the distal outer suj to perform failure analysis. The proximal suj was evaluated. The 319 error was confirmed as having occurred in the field via system logs review but could not be replicated during the failure analysis investigation. The distal suj was tested on the patient side cart (psc) fixture test platform (pftp) and passed all tests. Error 319 was not replicated, but it was confirmed in systems logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received both the universal surgical manipulator (usm) to perform failure analysis. The unit was returned and confirmed via logs but not replicated. It was determined during further inspection that the wrong part was sent back.

Event description:
Refer to h10/h11 for follow-up information.